Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination, it was noted that the right atrial (ra) lead was sensing ventricular signals. Chest x-ray confirmed ra lead dislodgement and lead in ventricle. The physician performed revision procedure where ra lead was repositioned in the atrium on (B)(6) 2022. The patient was stable throughout.